Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an ultra-low anterior resection procedure, the staple line un-zipped as there were some malformed staples. The distal bowel had to be hand sewn. There was no pt consequence.